Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device failed self-test. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. During investigation of the device to determine root cause, the technician observed physical damages to the system board consistent with mis-handling. The flex cable was replaced as a precaution. The device was rectified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.